Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported guide detachment could not be determined. A conclusive cause for the reported patient effects of angina, hypotension, and the relationship to the product, if any, cannot be determined. The reported patient effects of perforation are a known inherent risk of the procedure and the treatments appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a chronic total occlusion coronary interventional procedure. Reportedly, the proglide device separated between the guide and sheath resulting in a perforation of the artery. A graftmaster stent and a non-abbott covered stent were placed to treat the artery and to achieve hemostasis. Patient symptoms of hypotension and chest pain started at the time of the vessel perforation. The broken part of the proglide device was removed percutaneously using a snare. Hospitalization was not extended due to the issue with the proglide device. The procedure was re-scheduled due to the issue with the proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequent to the initial information received, a sus voluntary event report (report #mw 5064983) was received with the following information:: "device failure, malfunction of the device caused perforation of the left profunda artery requiring urgent intervention."